Event description:
It was reported that during the post operative check, the patient activator and device were not communicating between each other when the button was pressed on the activator. A new activator exhibited similar results. The device was able to be interrogated by a programmer. The device remains in use and followup will continue. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.